Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient passed away. Several months later, a field representative requested that the boston scientific technical services department review an episode to determine if the device delivered therapy appropriately. In reviewing electrograms from this episode, it was noted that this particular episode occurred late in the evening on the day before the patient reportedly passed away. The episode was reportedly retrieved from a device check that was performed while the patient was admitted under hospital care. The physician requesting the device check wanted to know if any episodes were stored in device memory, but had no allegations against the performance of the device. The episode shows that the patient was initially in a rapidly conducted atrial arrhythmia, which may have changed morphology to a true ventricular tachycardia (vt) after an initial therapy attempt. The episode was declared over with a rhythm still detected in a vt-1 monitor only zone, but no electrogram data was provided to document the ultimate outcome of therapy delivery, or to confirm whether or not the patient was still in an arrhythmia at the time the episode ended.

Manufacturer narrative:
In reviewing the available electrogram data, the boston scientific technical services department advised that the device appeared to be operating normally. Available information suggests that this device was buried with the patient, and is not available for return. It is unknown whether an autopsy was performed, and there was no request for a post-mortem interrogation. There are no known allegations against the device causing or contributing to this patient's death. This event will be updated if any additional information becomes available.